Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 68 mg/dl (performa lot 475455) and 490 mg/dl (professional meter). The next day customer reportedly received the following results on the performa meter, with two different lots of test strips, within 10 minutes: 67 mg/dl (lot 475455) and 367 mg/dl (475973). Later in the day customer reportedly received the following results on the performa meter, with two different lots of test strips, within 10 minutes: 64 mg/dl (lot 475455) and 246 mg/dl (lot 475973). No adverse event reported. Return of the suspect device was requested for evaluation.